Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006-05-09 explanted: product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since implant, the patient¿s stimulation turned off by itself three times. It was stated that if the patient had stimulation on, watched what she ate, and took her medication she had great control of her incontinence. In certain positions (lying or sitting down), the patient would lose control of her urine. It was noted that at times, the patient may not feel stimulation, but could it was at ¿full speed¿ at other times. Overall, the patient felt stimulation was working for her.